Manufacturer narrative:
It is impossible to positively characterize the reported "red bands" without the return of the device. It is most likely that these are areas in the lumen into which blood entered. The blood would wick along the coil surface, thus, appearing as bands.

Event description:
The dr noticed 2 "red bands" underneath the outer tubing of the lead just distal to the s/n. No performance issues were noted, so the lead was implanted.